Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to poor retention and magnet rattling sound. The patient was reimplanted with a new cochlear device during the same surgery.